Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the cervical spine, it was observed that the angle attachment device would start and then stop. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device starts then stops was confirmed. An assessment was performed on the device which found that the cutter does not rotate. It was observed that the input shaft was damaged, the snap ring was knocked out of positon and the gears are worn out. It was determined that this condition was due to mishandling of the device by dropping or hitting the device against something and damaging the input shaft causing the snap to come out of position, allowing the gears to not mesh properly, and causing the cutter to not rotate. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.